Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began at an unspecified time in mid-afternoon of (B)(6) 2012. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. A day after the alleged issue occurred, the patient claimed to have developed symptoms of "heart palpitations and sweat"¿ but denied receiving any treatment in response to these symptoms. The cca noted that the patient did not have test strips available during the troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.